Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the harmonic ace instrument associated with this complaint and completed investigations. The instrument was found to have a blade broken. The blade broke at roughly the midpoint. A piece approximately 0.435" x 0.085" was found to be broken off. Broken piece was not returned. Components adjacent to this broken blade do not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) and the following additional information was provided: the image was consistent with the alleged complaint. The image showed a broken off/detached fragment from a portion of the device that enters the patient (distal end).

Event description:
It was reported that during a da vinci-assisted pancreaticoduodenal lymph nodes surgical procedure, harmonic ace instrument tip was broken. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool during the procedure.